Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01198. It was reported the patient experienced ineffective stimulation due to auto reducing and high impedances. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned cut in 2 pieces as a consequence of the explant procedure. Visual inspection showed the lead was kinked with all the internal wires broken approximately 21cm from the tip of the stim end. This would have caused the system to auto reduce. There was also a cam impression from the swift-lock anchor on the outer tubing. As there was no breach in the lead body and the high impedances were observed prior to the revision, the fracture is consistent with an overstress condition the lead was subjected to while in vivo.